Event description:
It was reported that the patient complains of tinnitus and discomfort to sound. CT scan was normal. The pt and family have requested explantation/revision and have been counseled that this may not resolve the problem.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.